Event description:
Litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 3 may 2018: asr medical records and sticker sheet received. After review of medical records for MDR reportability, patient was revised to address failed left hip replacement related to metallosis. Operative notes stated that there was a significant metallosis changes inside the acetabulum affecting the bursal tissue down to the synovial lining. Added complaint information. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.